Manufacturer narrative:
Patient information now provided.

Event description:
A medtronic representative reported that, while in a cranial procedure, the software became unresponsive during navigation. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site.(B)(4) 2014: medtronic representative performed a navigation system check-out, all areas passed. System functioning normally.a medtronic representative, following-up at the site, reported being unable to replicate the reported behavior. Confirmed the site consistently leaves the navigation system powered on at all tiimes and recommended they power-off the system when not in use.software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.